Event description:
"S/p b subgl infra mcghan bilumen 180:20cc for augmentation. Pt reports noticing breasts were softer and smaller about 3-4 yrs ago and returned to surgeon who did not feel there was any problem. Pt denies h/o trauma except mva (crash at 30mph, driving, wearing seat belt, cut chin but does not recall injury to chest, 5 yrs ago). Pt reports some burning pain loq x 4 yrs, progressive. Also, has some systemic c/o's including arthralgias, myalgias, dysesthesias, paresthesias, spasms, chronic fatigue, swollen glands (ebv +), fevers, headaches, tmj probs, visual disturb, dizzy spells, memory probs, rashes, sens sun/cold/chem, gi/pelvic probs, and easy bruising. Pt is otherwise healthy."